Event description:
It was reported that patient has high impedance and battery is very low. No surgical intervention has occurred to date. No additional or relevant information has been received to date.

Event description:
It was reported that the patient underwent a full revision due to high impedance.